Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. However, device received with a high sleep current measurement and active current measurement due to corroded battery tube. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the device. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was rushed to hospital as she had collapsed with blood glucose level of 2.2 mg/dl. Customer stated that she was treated but it was too late. It was unknown whether the auto mode feature was on or not. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. The insulin pump will be returned for analysis.